Event description:
Customer reported that the buckle has detached from the strap. Customer is unsure how this happened. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. Eval revealed that the tip of the locking post broke and is stuck inside the lock of the cuff. As a result, the lock on the cuff can no longer attaches to the locking post. Tests shows that the lock on the connecting strap locks and unlocks as it should. (B)(4).